Manufacturer narrative:
During inspection and testing, the foreign material found at the distal end was suspected to have accumulated from previous procedures. In addition, service found the rfid (radio-frequency identification) data could not be read due to ID (identification) data malfunction of the scope ID and there was corrosion around the l-arm. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device was returned to an olympus service center with no alleged complaint. Upon inspection and testing of the returned device, a brown sticky foreign material mixed with white fibers was observed at the distal end. This report is being submitted for the malfunction found during device evaluation (foreign material at distal end). There was no patient or user injury reported due to the event.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter at the distal end appeared to be a brown sticky foreign material mixed with white fibers but otherwise could not be identified. A definitive root cause of the issue could not be determined, as there was no device deformation observed that could contribute to the retention of foreign material and it is unknown if the facility device reprocessing was implemented in accordance with the IFU, however, the issue was likely the result of insufficient cleaning/reprocessing. Olympus will continue to monitor field performance for this device.